Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer reported that they may have accidentally pressed the button for a long time to trigger the alarm. Customer reported a blood glucose level of 68 (mg/dl) that was treated by consuming some food. Tandem technical support educated the customer on how to prevent the button alarm from being triggered.